Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a stored ventricular episode where one anti-tachycardia pacing (atp) and two shocks were delivered. Technical services (ts) analyzed device episode data and determined that therapy was appropriate. However, after the first shock, the rhythm accelerated from ventricular tachycardia (vt) to ventricular fibrillation (vf). No adverse patient effects were reported. Currently, this crt-d remains in service.